Event description:
The investigation at the facility includes the phacoemulsification packs, and the viscoelastic, both non-amo products.

Manufacturer narrative:
Date of event: (B)(6) 2014. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Explant date: device remains implanted. Initial reporter telephone number: (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that following the implantation of an pcb00 intraocular lens (iol) the surgeon noted there was debris/particles in the patient's anterior chamber. A secondary procedure was performed to remove the debris. No inflammation was noted. After inserting some viscoeleastic in the eye, the debris was removed and the viscoelastic removed via irrigation and aspiration. The patient outcome is reported to be good. The iol remains implanted. The investigation at the facility includes the phacoemulsification packs, and the inserters for the viscoelastic; not non-amo products.

Manufacturer narrative:
Corrected data: the investigation at the facility includes the phacoemulsification packs, and the viscoelastic, both non-amo products. Concomitant medical product: corrected to add b&l amvisc plus, ovd ophthalmic viscoelastic. (B)(4). Device evaluation: a review of the manufacturing records for preloaded 1-piece device was conducted. The documentation showed all process operations presented in the manufacturing record were in compliance with product specifications. All test results showed a pass condition. No deviations or non-conformances (ncr) were found. A review of the process and/or material change does not show a change in manufacturing method or specifications. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.